Manufacturer narrative:
(B)(4). Method: the complaint iw980 wall mount infant warmer was returned to our service centre in (B)(4), where it was inspected by a trained fisher & paykel healthcare (fph) service engineer. Our investigation is based on the service report and photographs provided by our service center. Results: inspection of the photographs revealed that the screw boss was cracked in three places with a cracked line emerging in a downward direction from the screw entry. It was also evident that there was slight crazing, delamination and chipped plastic at the bottom edge of the uppercase of the infant warmer head. The head label was also found discoloured. A lot check revealed two other complaints for a crazed infant warmer head. The internal damage to the warmer head case is likely to be related to accidental impact damage coupled with stress on the screw boss over time which promoted the cracking. It should be noted that the complaint device is 15 years old. Cracking/crazing and discolouration of the upper head casings is a known problem and usually caused by inappropriate cleaning solutions used in the warmer head. The defect is a result of a chemical attack coupled by elevated operating temperature of the head. This will result in gradual attack on polycarbonate plastic leading to crazing and cracking. The infant warmer service manual features a diagram of the infant warmer which highlights polycarbonate and acrylic components and states the following: "caution do not clean the highlighted plastic surfaces with proprietary cleaning products containing either hydroxides, hypochlorites, peroxides, glutaraldehyde or cleaning products with a greater than 30% alcohol base." "Caution the chemicals used in these proprietary cleaning products may lead to discolouration, crazing and eventual cracking of the highlighted plastic surfaces". As part of continuous improvement, we have since revised our cleaning instructions to recommend specific proprietary cleaning wipes. The head kit of the device has since been repaired and broken items have been replaced by a trained fisher & paykel technician after passing all electrical and performance checks.

Event description:
A hospital in (B)(6) reported that the screw port on the head case of an iw980 wall mount infant warmer was cracked and that the grille did not fasten properly onto the case. A service of the device was requested. No patient consequence was reported.